Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03365. Concomitant medical devices: part# 110018485, lot# unknown. Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a retrospective study, patient was implanted approximately one (1) year and eight (8) months ago with twist-off screws. The patient had experienced malalignment of the lesser toe approximately seven (7) months post-implantation. Device is still implanted in the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: - best appreciated on images 1 and 3 is an obliquely oriented fracture through the mid to distal diaphysis of the 1st metatarsal in which the distal portion is displaced mildly laterally. The distal portion of the distal displaced component is normally aligned at the level of the 1st metatarsophalangeal joint. - likely prior healed fractures of the 2nd and 3rd metatarsal necks. - several screws are present, including 2 within the 1st metatarsal located at the mid diaphysis and near the neck/head, as well as 2 additional screws in the 2nd and 3rd metatarsal necks. Additional hardware component is noted at the base of the 1st proximal phalanx. The hardware appears to be intact. Both of the 1st metatarsal screws appear to be positioned within the displaced distal fractured component. - remaining visualized osseous structures appear intact. - mild soft tissue swelling surrounding the 1st metatarsal. - no malalignment is noted. The metatarsophalangeal joints and the interphalangeal joints appear normal. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.